Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: material rupture: observed. A broken-on radius assessed as an unidentified (tear) opening. (Shell thickness within spec). Failure of implant: not applicable as this is a stand-alone code. Additional observations: observed missing shell. (Assessment as inclusive). No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.